Manufacturer narrative:
A visual examination of the returned device found the basket to be fully retracted and the side car-rx presented pushback out of specification. A functional evaluation was performed by extending and retracting the basket with no resistance noted. Additionally, the basket tip and wires were without issue and were properly formed. The evaluation concluded that the condition of the returned unit was consistent with the complaint incident that the device presented pushback. The side car-rx pushback was noticed during unpacking while outside the patient, but the customer continued to use the device in an attempt to retrieve a large stone. The directions for use (dfu) supplied with this device states "carefully examine the unit to verify that neither the contents nor the sterile package has been damaged in shipment. Do not use if damaged. Immediately return damaged product to boston scientific corporation.¿ the customer stated the side car-rx pushback was noticed during unpacking and while outside the patient, however it appears the damage occurred during use. There was continued use of the device in an attempt to retrieve a large stone, therefore, the most probable root cause classification for the reported failure is ¿user/use error¿. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of bile duct stone procedure performed on (B)(6) 2015. According to the complainant, upon unpacking the device, it was noticed that the side car-rx (guidewire port) was pushed back. The physician managed to insert the device and a 3-cm sized stone was captured; however, the basket failed to crush the stone. Subsequently, the basket would not close and the stone was released from the basket without issue. The physician removed the trapezoid rx basket from the patient and a second procedure was scheduled to remove the stone. The procedure was not completed due to the unavailability of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable."

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during a removal of bile duct stone procedure performed on (B)(6) 2015. According to the complainant, upon unpacking the device, it was noticed that the side car-rx (guidewire port) was pushed back. The physician managed to insert the device and a 3-cm sized stone was captured; however, the basket failed to crush the stone. Subsequently, the basket would not close and the stone was released from the basket without issue. The physician removed the trapezoid rx basket from the patient and a second procedure was scheduled to remove the stone. The procedure was not completed due to the unavailability of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable"..

Manufacturer narrative:
Reported event of side car - rx pushback. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.